Event description:
It was reported that the patient had his stimulator explanted on (B)(6) 2012 due to an infection. The patient's outcome was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3778-60, lot#: serial#: (B)(4), implanted: explanted: product type: lead product ID: 3778-60, lot#: serial#: (B)(4), implanted: explanted: product type: lead product ID: 37754, lot#:, serial#: (B)(4), implanted: explanted: product type: recharger, product ID: 37744, lot#: serial#: (B)(4), implanted: explanted: product type: programmer, patient. (B)(4).